Manufacturer narrative:
Investigation into this complaint included a nonconformance/CAPA history review, a service history review and a complaint history review. The investigation is summarized as follows: CAPA (corrective and preventative action) / non-conformance (nc) review: the nonconformance/CAPA investigation search performed to identify related records found one non-conformance record and one CAPA investigation related to leaks from system solutions drawer due to a loose reagent cradle reservoir line fitting on the alinity m system. Service history review: a service history review was performed for the alinity m instrument serial number (sn) (B)(4) to determine if there were any tickets for prior service completed on the reservoir or cradle that may be related to the complaint under investigation. One additional ticket was found to be related to a lysis leak due to problem on lysis buffer cradle fluidics connection. Customer data review: the photograph was reviewed and showed evidence of crystalized lysis reagent on the tubing between the cradle and the lysis reservoir. Complaint history review: the complaint history review found four additional complaint tickets related to leakage due to a loose reagent cradle reservoir line fitting on an alinity m system, list number (ln) 08n53-02. Based on the results of the investigation, a product deficiency was not identified for the alinity m system (ln 08n53-02). The above mentioned CAPA took a global approach for leaks within the system solutions drawer that may cause leakage beyond the instrument's footprint. The following summary from the CAPA is relevant to this observation. Process related root causes / contributing factors: alinity m system product requirement and/or lower level system or module requirement documents did not include requirements for containment of accidental system solutions drawer overflow. System solutions drawer enclosure design includes six thru holes at the bottom allowing liquid to escape onto the floor when the drawer is pulled open. Earlier versions of risk analysis document did not include the slip/fall hazards for the waste or reagent overflow from the system solutions drawer. Additionally, design output related causes were identified related to observation of loose connections, insufficient torqueing and loose fittings associated with components within the system solutions drawer. An action was taken to assess if the risk for the slip/fall hazard is adequately addressed throughout the alinity m risk management file (rmf). The assessment concluded that the slip/ fall hazards associated with liquid waste and with the bulk reagent overflow from the alinity m system solutions drawer are adequately addressed, and within acceptable residual risk levels, as defined in the abbott molecular risk management procedure. No gaps were identified in this assessment. No rmf document revisions are recommended at this time. Design-related corrective actions are being evaluated to improve fluidic fittings and connectors. Also, an action will be taken to complete the feasibility of improving the design of the system solutions drawer regarding liquid containment inside of the drawer. These actions will require developing a design concept, receiving prototype parts and completing a feasibility evaluation. If feasibility evaluation results are supportive of the change, a design change plan will be implemented, include completing design verification, updating product specifications, and receiving production inventory of the new parts. Due november 30, 2020 and september 30, 2021, respectively.

Event description:
Customer reported a leak of lysis buffer on their alinity m system. The customer found liquid on the floor under the instrument. The liquid was starting to crystalize, but the liquid was also slowly starting to reach outside the footprint of the instrument onto the floor. Customer was able to clean it, wearing personnel protective equipment. The customer did not get in contact with the leaking fluid and no injury occured related to this leak. There was no patient involved as the leak was identified by the alinity m system user. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m system, list 8n53-02, which is also us FDA approved.